Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt contacted lfs alleging that her one touch ultra meter would not power on. The senior medical affairs specialist mailed a letter, since the pt could not be reached. She described feeling sweaty and shaky during the time of concern. She did not attempt to test while experiencing symptoms. The pt reported that she went to the hospital, as the meter would not power on. She was diagnosed with high blood glucose levels, as a result of a stomach infection. No blood glucose results were provided from the hospital. She was admitted and treated with insulin and glucophage. The customer svc rep confirmed that, the pt was using the correct type of test strips, the battery was correctly installed, the battery was replaced less than one yr ago, and the battery contacts were in good condition. The pt did not allege harm. There is insufficient info to suggest that she experienced injury or medical intervention due to the meter. It would have been helpful to know her medication regimen, testing frequency, and test results for the hospital. Based on the info supplied by the pt, there is an indication that the prod malfunctioned and that the event meets the criteria for medical device reportable. Issue was not resolved through troubleshooting. Pt's meter, test strips, and control solution were replaced.